Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said they could feel their "wires" poking them. Pt said at the very top when laying in bed is when the inside wires were poking them. The patient was redirected to their healthcare provider to further address the issue. Pt said their ins inside of them gets hot while recharging (pt said it would feel hot on the outside of their skin). The patient was redirected to their healthcare provider to further address the issue. The patient reported that a manufacturer representative adjusted everything and said that everything looked good. The wires still have been pinching the patient and getting hot, and the battery is getting hot. The patient has an upcoming surgery for joints on the right side, and the health care professional said that they can "mess" with the implant at the same time. The patient does not yet know when the surgery is going to be.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 31-mar-2024, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.